Manufacturer narrative:
Eval summary: the devices were implanted on (B)(6) 2008, placing them in service for approx two yrs and two months at time, the experience was reported. No x-rays or surgical notes were provided to support the complaint allegation. With the info provided no conclusion or probable cause for the pt's pain can be determined. Eval review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt is experiencing pain. Revision status is unk.